Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient and their spouse contacted support after waking with high blood glucose levels and receiving an occlusion alert. The patient changed the infusion set and sought guidance regarding persistent elevated glucose levels. Review of device data indicated that the occlusion had occurred several hours earlier but had not been acknowledged until the morning. When the patient changed the infusion set and acknowledged the alert, insulin delivery resumed. A slight crimp in the tubing was noted during the change. Blood glucose levels initially decreased to 380 mg/dl but then rose again to 398 mg/dl without any food or drink intake. No further occlusion alerts were reported after the supply change. Subsequent follow-up revealed that the patient had run out of their preferred infusion sets and had switched to an alternative inset 23" 6 mm infusion set. The patient¿s blood glucose remained elevated, and a bent cannula was later identified, which was addressed by replacing the site. The patient reported better results with their preferred cd 23" 6 mm infusion sets, and a replacement box of these supplies was arranged and delivered. Guidance was provided regarding monitoring blood glucose levels, and the patient was advised to contact their healthcare provider if glucose levels did not stabilize. Over the following weeks, the patient returned to using the preferred cd infusion sets, and blood glucose levels stabilized. The patient was instructed to sync device data through the mobile app to track reports. Lot numbers were no longer available to provide due to the time elapsed since the initial event. No further assistance from support was required. The patient confirmed that blood glucose levels were affected during the event, with a highest reported level of 400 mg/dl lasting approximately five hours. No backup therapy was used, no ketone testing was performed, no professional medical intervention was received, and assistance was provided by the patient¿s spouse out of kindness. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.